Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was rolled and loaded into the delivery tube. When they removed the delivery tube from the loading device, the seal remained inside loader. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.